Event description:
It was reported by service report that the bed was stuck at a high height position, and would not raise or lower. The motion interrupt pan was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.